Manufacturer narrative:
Additional information: b5, g3, h6 (ime, imf). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2024, the long-term catheter was placed in the patient in the operating room. At 10:45 on (B)(6) 2025, a crack was found at the spiral mouth (luer adapter) of the catheter during use, and a small amount of blood leakage was observed. Due to the event, the patient felt scared and anxious, repeatedly asking about the impact of the catheter crack on the dialysis. The patient also repeatedly emphasized his anemia and inquired whether the amount of blood loss was large. The measures taken were to follow the physician's advice to return blood, get off the machine early, continue to observe the blood leakage during dialysis, and comfort the patient's anxiety. Nothing unusual observed on the device prior to use. Flushing was done with normal results; the catheter was patent. No other defects/damages were found on the product where the leak was observed. Extracorporeal ci rculation circuit for hemodialysis was the product being utilized with the device. No excessive force is used on the device. Iodine was the cleaning agent used to clean the adapter. The product was not replaced. The incident was reported. The remedial action taken was to replace the cracked spiral adapter. The treatment was completed after the remedial action. There was an unspecified amount of blood loss, and blood transfusion was not required. The patient was anxious and nervous. The patient was also anemic and afraid of losing blood. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2024, the long-term catheter was placed in the patient in the operating room. At 10:45 on (B)(6) 2025, a crack was found at the spiral mouth of the catheter during use, and a small amount of blood leakage was observed. Due to the event, the patient felt scared and anxious, repeatedly asking about the impact of the catheter crack on the dialysis. The patient also repeatedly emphasized his anemia and inquired whether the amount of blood loss was large. The measures taken were to follow the physician's advice to return blood, get off the machine early, continue to observe the blood leakage during dialysis, and comfort the patient's anxiety. The incident was reported. There was no reported patient outcome.